Manufacturer narrative:
A discussion with surgeon led to the finding that excessive force was applied even after the screw was locked on to the plate. There was no harm to the patient or user. The case was completed without any problems.

Event description:
The tip of the checkmate screw driver broke off during the surgery. The surgeon used the second driver in the kit to complete the case.